Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Manufacturer narrative:
A lot history search is not applicable because this is a reusable, non-serialized OEM device for which the lot number was not provided to us. A ship history is not likely to identify the correct lot for the reported device. Internal complaint number trackwise # (B)(4).

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, vasoview hemopro 2 extension cable connector came off. The hospital did not report any patient effects.